Event description:
It was reported that the patient experienced overstimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred on the explant date prior to the date the manufacturer became aware. D6b: explant date: (B)(6) 2025. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 7073297. Model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI)#: (B)(4).